Manufacturer narrative:
(B)(4). A biomedical engineer for the hospital evaluated their device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was used on a very large patient in wet conditions. The users, security personnel attempted to dry the patient but were unable to as it was raining very hard. The defibrillation electrodes used were manufactured by a third party and were not physio-control defibrillation electrodes. The customer also stated that the defibrillation electrodes had body hair on them. The patient was a male, age unknown. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information on the event or the patient.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. Because physio-control has been unable to reach the customer, it is unknown what the current status of the device is. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was used on a very large patient in wet conditions. The users, security personnel attempted to dry the patient but were unable to as it was raining very hard. The defibrillation electrodes used were manufactured by a third party and were not physio-control defibrillation electrodes. The customer also stated that the defibrillation electrodes had body hair on them. The patient was a male, age unknown. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information on the event or the patient.